Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, high thresholds were noted along with small p-waves and some undersensing. The lead was not used and another lead was implanted. During this second attempt, sensing was initially worse compared to the first attempted lead; however, the physician continued to reposition the lead and eventually found a position with appropriate sensing and threshold. No patient complications have been reported as a result of this event.